Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), embedded device ('myometrium- metal sterilization coil embedded near the left cornu') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, hot flashes, multigravida (number of pregnancies: 9) and grand multiparity (number of live births: 4). Concurrent conditions included lower abdominal pain, menstrual cycle abnormal, nabothian cyst, abdominal pain, dysmenorrhea, iud complication, uterine bleeding, anxiety, fatigue, night sweats, dryness vaginal, insomnia, incontinence of urine and urinary frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, pelvic pain, menorrhagia, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: number of pregnancies: 9. Number of live births: 4. 9 trailing coils in the left and 3 in the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: essure seen bilaterally. Left sided essure is positioned much more inferior than right. Side. Left side seen beginning mid-endometrial and ends at cornual end of fallopian tube. Small nabothian cyst seen in cervix.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, dyspareunia, menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), embedded device ('myometrium- metal sterilization coil embedded near the left cornu') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, hot flashes, multigravida (number of pregnancies: 9) and grand multiparity (number of live births: 4). Concurrent conditions included lower abdominal pain, menstrual cycle abnormal, nabothian cyst, abdominal pain, dysmenorrhea, iud complication, uterine bleeding, anxiety, fatigue, night sweats, dryness vaginal, insomnia, incontinence of urine and urinary frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, pelvic pain, menorrhagia, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and uterine perforation to be related to essure (ess205). The reporter commented: number of pregnancies: 9 number of live births: 4 9 trailing coils in the left and 3 in the right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: essure seen bilaterally. Left sided essure is positioned much more inferior than right side. Left side seen beginning mid-endometrial and ends at cornual end of fallopian tube. Small nabothian cyst seen in cervix.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report